Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The air gas module was installed in a reference system for simulated use testing. The reported pre-use checks failure was reproduced and the test failed due to a deviation in the delivered gas. The gas module was also tested in the production test system of gas modules and that test confirmed the reported deviation in delivered gas. The conclusion of the investigation is that a small chip of a conducting material had short circuited two legs on an ic component. The root cause for why the small chip has come into and short circuited the electronics, has not been determined. The air gas module regulates the air gas flow to the patient. The found fault inside the air gas module may lead to a lower volume than what is set being delivered. An alarm to alert the user will be generated if the set alarm limits are exceeded.

Event description:
It was reported that while the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.